Event description:
A malfunction alarm was reported due to a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. After receiving guidance from technical support, the customer successfully reset the pump and started a new sensor session without encountering further errors.